Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a rash under the sensor adhesive patch and 2-4 inches around the edge of the patch. Patient reported that this has occurred on multiple sensors. Approximately 2-3 days after each sensor insertion, the rash develops. Upon removal of the sensor, patient reports that her skin is itchy, peeling, and red. Patient consulted with a physician on (B)(6) 2013 via telephone. The physician advised patient remove her current sensor, use benadryl and hydrocortisone cream on the site and allow it to heal for a week. At the time of her call to technical support, patient reports that the rash remains.